Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue: the pump was recently exposed to water and now feels hot. Reporter denies visible moisture in the battery compartment or display. Patient has never changed battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. Customer support confirmed the patient has an alternate delivery method until the replacement pump arrives. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.